Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported issue of pump not alarming was confirmed. The device did not beep during initial power up. The root cause of the reported issue has been determined to be a defective mechanical board. The technician replaced the mechanical board, tested the pump to meet specifications and returned the pump to the customer.

Event description:
The facility representative called baxter technical service on (B)(6) 2010. The customer reported a pcaii pump that does not alarm. Information was provided that the problem occurred during programming/set up of the pump. No patient involvement or medical intervention has been reported no additional information is available.